Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m189734 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m189734, test base part number 190-430 / lot: m189734. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported false negative results with the ID now covid-19 assay for one patient across two tests performed on two dates. This MFR. Report addresses test two (2) of two (2) the customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested swab. Confirmation testing was performed via a panbio nasal swab performed on (B)(6) 2022 that generated a positive result. Although requested, no additional information including patient treatment and outcome was provided.